Manufacturer narrative:
(B)(4). Date sent: 9/22/2022. D4: batch # u5d941. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with an endopath xcel 12mm trocar inserted in the shaft, with no apparent damage, and with an ecr45b reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however, did not achieved and complete firing sequence. The device was fired tested a second time for functionality by pressing where the firing switch actuator is located. As a result of this test, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An intermittent function was noted on the switch due to the device would only operate when the switch was manually pressed down. The damage to the firing switch actuator has been correlated to the design. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device pse45a, lot number u94p8k and no non-conformances were identified. Manufacturing date: 07/23/2020 expiration date: 06/30/2023.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that while performing a bypass gastroplasty on the patient, on the third shot for making the gastric pouch, the echelon power stapler 45mm (pse45a) failed, causing the stapler to get stuck on the tissue. Performed safety maneuvers (reverse and manual override) and it did not unlock, thus requiring the removal by force to loosen from the tissue. As the stapler was angled and remained so, it was necessary to remove it from the cavity along with the disposable 12mm trocar. Replacement by another 45mm echelon stapler was necessary to continue the procedure, with stapling to remove the damaged gastric tissue. There was no adverse event for the patient.